Event description:
At the beginning of colonoscopy, a biopsy forcep was introduced through the biopsy channel. Tip of scope cleaning brush was noted at the distal tip of colonoscope. When biopsy forcep was introduced through biopsy channel prior to taking biopsy from sigmoid colon, apparently pushed out by the biopsy forcep. Colonoscope was removed. Tip of cleaning brush was retrieved and placed in a specimen container. No biopsies were taken up to this point. New colonoscope was introduced, biopsies were then taken and procedure was completed without incident. Colonoscope was carefully withdrawn from pt with no apparent injury to colonic mucosa. Ballard medical products.